Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device found that the tidal volume was decreasing. Upon checking, the cuff's air was confirmed lost for about 1.4ml. The customer indicated no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.